Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01739. This report is being submitted as additional information. Approximate age of device ¿ 10 days. Manufacturer's investigation conclusion: the pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on 2(B)(6) 2018. It was reported that the patient experienced chest wall abscess in left thoracotomy wound around the pump. Cultures grew klebsiella pneumoniae. Antibiotics infusions were started. Patient went to the operating room twice for incision and drainage. On (B)(6) 2018, incision and drainage and muscle flap wound coverage was perform. No additional information was provided.